Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 475 mg/dl at the time of incident. The customer current blood glucose value was 410 mg/dl at the time of incident. The customer not feel well due to high blood glucose value. The customer treated high blood glucose with bolus. The customer declined troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis.